Manufacturer narrative:
H2) additional information in sections b5, e, and fdd/annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified the camera could not be used.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 g2) foreign country: china medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a camera bump sensor triggered was found and "cna" could not be used. There was no patient involvement.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a camera malfunction. A camera bump sensor triggered was found and "cna" could not be used. There was no patient involvement.

Manufacturer narrative:
H2: information regarding this event has also been reported under regulatory report # 1723170-2024-01839. Going forward, all reporting will continue to be done under this regulatory report, # 1723170-2024-01904. H2, h3, h6: the system was serviced in the field. The camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: information regarding this event has also been reported under regulatory report # 1723170-2024-01839 and regulatory report # 172 3170-2025-02502. Going forward, all reporting will continue to be done under this regulatory report, # 1723170-2024-01904. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: the previous supplemental regulatory report, submitted on 2025-jul-01, was submitted with the incorrect aware date. The aware date for the following information is 2025-jun-29, not 2024-jun-29 as was erroneously reported: information regarding this event has also been reported under regulatory report#: 1723170-2024-01839 and regulatory report#: 1723170-2025-02502. Going forward, all reporting will continue to be done under this regulatory report#: 1723170-2024-01904. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.